Event description:
It was reported that the patient's lead was revised today and no interrogation was done on the neurostimulator or lead prior to closing the case. The patient was in recovery. There were telemetry issues and the neurostimulator was turned off due to improper stimulation. The battery was low. Further info is being requested from the hcp.